Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture and functional undersensing. It was noted that capture could be obtained only at 5.0 volts, thus the physician suspected exit block. A revision procedure was performed where the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.